Manufacturer narrative:
Manufacturer narractive: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, expected event of necrosis at implant site was considered possibly related to the treatment. Serious criteria included the need for urgent medical care considering the extent of facial involvement. The patient report contained limited information; time to onset, implant site and corrective treatment details were not provided. Alternative etiologies includes a possible complication of recent rhinoplasty procedure. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-oct-2019 by a physician which refers to a female patient of unknown age. The patient medical history included rhinoplasty performed recently. The physician also informed that the patient was restricted to the use of hyaluronic acid. No information about concomitant medications, history of allergies or past filler treatments has been provided. On an unknown date, the patient received treatment with unknown amount of restylane nos (unknown lot, device location, needle type and injection technique). The physician clarified that the procedure was performed by a surgeon dentist. On an unknown date, the patient experienced necrosis all over the face (implant site necrosis). Treatment for the adverse event was not reported. Outcome at the time of the report: necrosis all over the face was unknown.